Manufacturer narrative:
The insulin pump passed the functional test, including the self- test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. No unexpected pump switching off or not responding noted during testing. The device functioned properly. The device was received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, peeling serial number label, scratched around casing and cracked retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 6 mmol/l at the time of the incident. The lcd screen has scratches and the display can not be read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.